Event description:
Customer reported the left monitor intermittently blacks out. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 12v power supply. System operates as intended.